Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with transient light sensitivity in the right eye, at the one week postoperative visit. The topical steroid drops were increased. Add'l info was requested. Another report has been filed for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).